Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The evaluation into the delivery issue has been completed. The cause of the issue was a calcified valve. The pump would not pass the valve and likely was damaged upon attempts to pass the valve. The pump would not cross the iliac bifurcation upon re-insertion likely due to the pump damage. Aortic valve stenosis/calcification is a contraindication for use, this was misuse by the end user. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high-risk percutaneous coronary intervention was going to be on an impella 2.5 for mechanical circulatory support. During delivery, the impella was placed to the level of the aortic valve and would not cross. The wire came out of the left ventricle and the impella was removed and replaced with a new impella 2.5. It was noted that the patient's aortic valve was calcified no further information is available.